Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the patient's right ventricular (rv) lead due to a "lead issue". In addition, it was noted that the rv lead will need to removed via laser due to lead calcification to the heart. The patient is awaiting lead extraction and implant of a new rv lead. No patient complications have been reported as a result of this event.